Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that difficulty to load wire, guidewire stuck occurred. During a novo parox atrial fibrillation procedure, a farawave catheter was prepared and tested for deployment into its intended configurations. At that time, a guidewire was noted to be stuck within the farawave catheter. The physician advanced the farawave catheter into left atrium and successfully completed the ablation. Following completion of the procedure, an attempt was made to withdraw the guidewire from the farawave catheter. Resistance was encountered, resulting in difficulty during guidewire removal. Catheter was replaced with a new farawave catheter to continue the procedure without further issue. No patient complications were reported.